Event description:
The user of the suspect device obtained a blood glucose result of 171 mg/dl. A lab comparison was performed and the lab result was 101 mg/dl. Controls were in range. No treatment provided. The device was replaced and requested to be returned for evaluation.